Event description:
The customer reported a malfunction after accidentally running their pump through the laundry. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.